Manufacturer narrative:
During initial examination of fiber b, it was noted that there were excessive pitting and rust stains on the sma pin, ferrule was missing from the sma pin and the fiber core was recessed. These symptoms indicate that the fiber was likely mishandled by the user during reprocessing. The rust stains and pitting on the stainless steel sma connector indicate that the user may have used an unapproved caustic cleaning agent during cleaning and reprocessing of the fiber. This could possibly lead to an adhesive failure which could likely lead to the occurrence of a recessed fiber core. Subsequent laser energy exposure further damages the connector as noted on fiber b. This most likely occurs when the documented procedures in the IFU are not followed correctly and unapproved cleaning agents are used. The fibers likely failed due to user mishandling during reprocessing. Incident occurred in (B)(6).

Event description:
The fiber was "burnt".